Event description:
Nursing received order to place oro-gastric feeding tube. Post placement, ft confirmed by chest x-ray to be in stomach. Short time thereafter, pt began to go into respiratory failure and was found to have pneumothorax requiring placement ot chest tube.